Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 tricuspid regurgitation (tr) and thin leaflets for a triclip procedure. During the procedure, a triclip was successfully implanted. There were challenges throughout the procedure with visualization. A second clip was created to further reduce the tr. A mitraclip was selected and was used off-label to be implanted within the tricuspid valve. The clip was successfully placed, after deployment a single leaflet detachment (slda) occurred and the clip was no longer attached to the septal leaflet. The procedure was discontinued; the final tr was reduced to grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.